Event description:
The hcp reported that the patient had "fluid around pump" the patient did not have meningitis. The primary source of the infection was the device pocket. The culture was found to be negative. Oral and intravenous antibiotics were administered. The total deivce system was explanted. The patient did not experience drug withdrawal.

Event description:
The hcp reported that the pump was explanted due to inflammation of the pump pocket. The pt was experiencing pain and swelling. A culture was obtained; results are pending. The pt had been receiving morphine via the drug delivery system. The pt outcome is reported as having "no problems".